Event description:
There was an allegation of questionable elecsys troponin t hs stat assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial troponin result was 66 pg/ml. A second sample was collected and the result was 4 pg/ml. The first sample was repeated and the result was 4 pg/ml. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The investigation is ongoing.

Manufacturer narrative:
Calibration was last performed on 24-mar-2023. Re-calibration was recommended to be done on 22-jun-2023 but was not performed. The qc recovery data provided was acceptable. A product problem was not identified. The root cause of the event could not be determined.